Event description:
It was reported that the customer went to the Emergency Room with a blood glucose (BG) level that ranged from 475-549 mg/dL with ketones of an unspecified size on (b)(6)2026. Cause was not known. Customer was treated with intravenous fluids of saline and insulin to address the elevated BG. Customer was discharged later the same day with the issue resolved and no permanent damage. Tandem Technical support performed a full pump system check and verified that pump was operating appropriately.

Manufacturer narrative:
In use at the time of the event:CGM model: G6.Mobile OS: iOS / iOS_iPhone 13 Pro / 2.2 / iOS_15.7.